Event description:
While using baxter/colleague single channel IV pump, pt received the wrong dose of diflucan. The nurse programmed the piggyback function to deliver 50 mls which was correct. However, the ivpb bag contained 100 mls & when the piggyback function was done, the pump switched to the primary rate but the ivpb bag continued to infuse. When it was empty, the primary bag started infusing.